Event description:
No additional information.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows a disassembled syringe with multiple insects and particulates inside the barrel. This condition is non-conforming per product specifications. The potential root cause for the foreign matter in the fluid path is associated with the assembly process. As corrective action, a quality alert will be sent to the plant. Furthermore, a device history record review was completed for provided lot number 3212678. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Issue - syringe had foreign material inside it.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.